Event description:
It was initially reported that there was an issue with the handheld device. The site reported that an image was stuck on the screen. Good faith attempts to obtain clarification on the issue from the site have been unsuccessful to date. The product has been returned to the manufacturer but analysis is not complete at this time.